Manufacturer narrative:
H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo13.2 implantable collamer lens of -15.0/2.0/090 (sphere/cylinder/axis) was implanted as a replacement lens into the patient's left eye (os) on (B)(6) 2023. Reportedly, "pat still with lens opacity suprisingly, but better vault."

Manufacturer narrative:
Corrected data: b1: should be corrected to adverse event. B2: other serious or important medical events should be added for correction. H1: serious injury should be added for correction. Claim# (B)(4).